Event description:
A malfunction was reported on the pump while the customer was changing the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions, assisting the customer with resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise.